Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false positive reactions with the control wells and in one case with the anti-b well of the ih-card abo/d(dvi-)+rev a1, b when manually testing. The customer stated that the tests were repeated and again false positive test result occurred. The customer did not return a sample of the allegedly defective product for investigational testing nor the specimens that had caused the false positive test results. But the customer provided images which demonstrate the described issue. It was noticed that the false positive reaction in the anti-b occurred with blood of blood group a rhd positive and the positive reactions in the control well always occurred with rhd positive samples. We therefore refered in the communication with the customer to the relevant points in the IFU. We would pointed out that manual pipetting must be carried out in such a way that no carryover from one well to the next can occur. Our quality control laboratory investigated their retention sample of the supposedly defective lot. First the retention sample was visually checked for intact sealing, homogeneous gel, correct filling height and the absence of the splashes in the reaction chamber. All acceptance criteria were met. Then our quality control laboratory tested manually the retention with different donor samples. All positive and negative reactions were correct. We could not confirm the customers finding. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. We would like to point out that a positive result in the control may also indicate a specimen-specific issue and should be clarified in further tests. Furthermore, we highly recommended the following points according to the chapter precautions of the instruction for use due to a suspected inter-well contamination (carryover) within the manual pipetting step: do not use cards showing signs of drying, discoloration, bubbles, crystals or other artifacts. Do not use cards with damaged foil strips. Do not use gel cards if the gel matrix is absent or if the liquid level in the microtube is not at or below the gel matrix. A clear liquid layer should be visible on top of the uniform gel matrix in each microtube. Cards with dispersed drops observed at the top of the microtube, due to improper storage or shipping conditions, have to be centrifuged with ih-centrifuge l or ih-reader 24 with preset time and speed before use. If drops are still observed on top of the microtube after one centrifugation it is recommended to not use the card." Manual pipetting should be carried out in such a way that no carryover from one well to the next can occur.